Event description:
It was reported by a peritoneal dialysis (pd) patient¿s caregiver that a fluid leak was discovered after cancelling the pd treatment . During fill 1 of 4 the patient and caregiver encountered a few air detected in cassette warnings. The cycler was rebooted and treatment was continued, but the alarm recurred. The treatment was cancelled. When the caregiver opened the cassette door there was fluid inside. The patient¿s caregiver was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the caregiver verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area near upper and lower catch post. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The valve actuation test passed. The system air leak test passed. The patient sensor check passed. The simulated treatment post-accelerated stress test (ast) 2 hour 15 minute 8500 ml test passed. No fluid leaks were found during the removal of the cassette. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification). The device history record (DHR) review found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form. Mushroom head check passed ((B)(6) 2021). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s caregiver that a fluid leak was discovered after cancelling the pd treatment . During fill 1 of 4 the patient and caregiver encountered a few air detected in cassette warnings. The cycler was rebooted and treatment was continued, but the alarm recurred. The treatment was cancelled. When the caregiver opened the cassette door there was fluid inside. The patient¿s caregiver was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the caregiver verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.